Manufacturer narrative:
According to the facility on 05/14/24 the patient experienced an "intensely pruritic vesicular rash where medline ECG electrode were placed". Per the facility the location of the skin injury was "bilateral superior and posterior shoulders". Per the facility there was nothing on the skin prior to application of the electrodes. Per the facility the customer required a prescription "triamcinolone acetonide ointment and over the counter 10mg cetirizine". The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 05/14/24 the patient experienced an "intensely pruritic vesicular rash where medline ECG electrode were placed".